Event description:
A pt was admitted to hospital with severe abdominal pain. The hospital used clearview hcg ii to test the urine for pregnancy. The test was positive (repeatedly). The gynecologist could not detect a pregnancy. An abbott axsym serum pregnancy test was done 15 minutes after the clearview test. The result was negative. A laparoscopy was performed to determine if there was an extra-uterine pregnancy. No pregnancy was found. The pt was producing large amounts of d-dimer (>160mg/1) in plasma and had renal failure. The hospital informed the manufacturer that in their opinion the clearview hcg ii test gave a false positive result because of cross-reaction with d-dimer.